Event description:
The article, "long-term outcome of rheumatic mitral valve surgery in children from low- and middle-income african nations", was reviewed. This research article is a retrospective multicenter experience to evaluate the long-term outcomes and comparative effectiveness of different mitral valve surgical strategies in children with rheumatic heart disease. The devices included in the study were carpentier edwards, st. Jude epic, sorin pericarbon, medtronic mosaic, st. Jude mechanical valve, medtronic ats, carbomedics, and artivion on-x valve. The article concluded that rheumatic mitral valve surgery has a high mortality in the least developed african countries. Bioprosthetic mitral valve replacement was demonstrated to be a very high risk strategy. Patients undergoing mechanical valve operation had poor results due to anticoagulation. Mitral valve repair was the best surgical strategy when feasible. [The primary and corresponding author was francois lacour-gayet, 33 rue saint augustin paris, 75002 france, with corresponding e-mail: flacourgayet@mac.com.]. This study included patients who underwent mitral valve surgery from 01 january 1998 to 01 january 2024. A total of 276 patients were included in the study, of which 57.9% (69) received an abbott device from the 119 patients who received a bioprosthetic or mechanical valve. The median age of the bioprosthetic group was 13 years. The median age of the mechanical valve group was 14 years. The median age of the mitral valve repair group was 12 years. The majority gender was female. Comorbidities included mitral valve insufficiency, mitral valve stenosis, mitral valve mixed disease, and tricuspid valve insufficiency.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: long-term outcome of rheumatic mitral valve surgery in children from low- and middle-income african nations b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.